Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/1.5 mm balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a calcified. 100% stenotic lesion in the right posterior descending coronary artery. The physician used an unspecified introducer sheath for vascular access and a conquest pro guidewire and a bf zuma2 guide catheter to cross the lesion. It is noted that difficulty was met in crossing the lesion. The balloon was delivered by advancing the catheter, while applying vibration. (The physician said that the balloon might have been damaged, during its delivery to the lesion.) The maverick2 monorail balloon was removed and replaced with a voyager 1.5 mm balloon to successfully complete the procedure. It was reported that no pt injuries or complications occurred. Pt status is reported as 'good'.